Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had found a leak which they stated was due to a broken automated peritoneal dialysis (apd) set with cassette. The hp was performing the therapy when they found this issue and noticed that the homechoice (hc) device was wet. There was no adverse event indicated at the time of the report. No additional information is available.